Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was capped. During a routine replacement procedure of an implantable cardioverter defibrillator (ICD) the physician found the lead was fractured. The physician elected to cap and replace the lead.